Manufacturer narrative:
Correction of h(3) device evaluated by manufacturer? From no to yes.

Manufacturer narrative:
The device generated an 0x14 alarm, indicating an occlusion. Timeouts and a drive stall were seen in the download data. Data. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. The re-run data did not show any timeouts or drive stalls and did not generate an alarm. The root cause for the occlusion alarm could not be conclusively determined. During investigation, the hook post spring was found to be incorrectly installed causing the hook post spring rungs to all be visible and the hook talon to be bent upwards on the ratchet gear. The formed needle was visible in the exposed portion of the soft cannula. The linkage assembly, seen through the top housing, was observed to be not fully retracted. Upon opening the device and removing the top housing, the linkage assembly was seen to move back into a fully retracted position. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing due to the misaligned linkage assembly.

Event description:
It was reported the patients blood glucose level rose to 360 mg/dl and the pod alarmed while wearing the pod between 1 and 4 hours. No treatment was provided.